Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The 4.0x12mm xience alpine referenced is being filed under a separate medwatch MFR number. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, perforation, pseudoaneurysm, as listed in xience alpine everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a previous procedure on (B)(6) 2015 the patient was treated with the placement of four xience alpine stents in the right coronary artery (rca). Two of the xience alpine stents (4.0 x 12 and 3.5 x 33 mm) were deployed in the ostial and proximal rca. After post-dilatation of the deployed stents with high pressure, non-compliant balloons a limited extravasation was observed just outside the rca; however, echocardiography was performed and there was no blood noted in the pericardium; therefore, the patient was observed in the critical care unit and then discharged to home. On (B)(6) 2016 the patient began experiencing vague chest discomfort and angiography revealed that the extravasation that was observed during the first procedure had in fact been a perforation. The perforation led to the formation of a proximal rca pseudoaneurysm measuring up to 10-12 mm in diameter. The 4.0 x 26 mm graftmaster covered stent was used successfully to treat the pseudoaneurysm in the rca with no further filling of the pseudoaneurysm noted. No additional information was provided.